Event description:
It was reported that the patient experienced low back pain after the accident. At her doctor's visit, patient was told that she had broken some vertebrae. On (B)(6) 2008, patient underwent a fusion procedure at l4¿5 using rhbmp-2/acs or puregen. Following the surgery, patient visited the doctor because of blood clots she developed in her legs. Further, patient continued having back pain, which ultimately developed into severe, frequent spasms. Currently, patient still experiences severe spasms, lost flexibility, experiences extreme pain in the mornings, and is very stiff. She has trouble sleeping at night because of pain. She also has a huge, painful lump next to her incision.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.